Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician further reported a capsular contracture baker grade unknown for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.1, d.2, d.3, d.4, d.6, d.7, e.1, g.1, g.5, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the identified photos: two devices in a bag, labeled as left and right side and apparently both devices are broken.

Event description:
Device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting "implant rupture". Unknown location of the device. This relates to an unknown side